Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that a 00mlx mlx 300w xenon lightsource cable burned when used at 100%. Olympus cable was used. No patient injury/death was alleged. Additional request for information has been sent.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. A visual inspection of the returned unit found customer label, there was no visible, physical damage. Functional testing found the power supply did not power the lamp. There was extended clicking at hard start. The test lamp was installed and ignite immediately. The reported complaint of "burning of the cable when tested" was not confirmed from the evaluation.

Event description:
N/a.